Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a gastrectomy procedure with a sterilmed ligasure 5mm maryland jaw sealer/divider and suffered bleeding. The physician had to reopen a bariatric patient after a sleeve gastrectomy because of post-operative bleeding. The surgeon said bleeding was coming from two vessels sealed with a sterilmed ligasure maryland. The same day urgent reoperation was done to stop the bleeding. Patient was doing well after reoperation.

Manufacturer narrative:
Additional information was received on october 15, 2018. The short gastric vessels approximately 5 mm in size were taken with the ligasure. There were no issues with the device. The patient required a transfusion of 4 units of blood and was in hemorrhagic shock 6 hours after surgery. Manufacturer's ref. No: (B)(4).